Event description:
Pt revised to address loose components. Cement manufacturer unk.

Manufacturer narrative:
Evaluation was not possible, as the products were not returned. Product information required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about reported device loosening. The devices were implanted for approx 13 years, which may be a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.